Manufacturer narrative:
Concomitant medical products: product ID:37751,lot# serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller said pt's implant has been dead for about a month. Tss reviewed info about depleted devices and recommended charging implant and if unsuccessful to follow up with managing hcp. No patient symptoms were reported. Caller was redirected to the healthcare provider (hcp) to interrogate device if needed. Pt states its been awhile since he¿s used the implant. Pt states cannot charge and the remote batteries are dying every few days has to change the batteries out. Troubleshooting could not confirm what the issues were. Pt will be calling back with equipment to troubleshoot. Pt states he uses energizer or alkaline either type he reports. Pt requested someone come to house to see what¿s going on, troubleshooting reviewed will need to find hcp to check the device. Pt also states he doesn't really fit, troubleshooting had hard time understanding the issue. Pt states he wanted to find a hcp to remove his implant, pt states been awhile that he has used ins so what is the point of keeping this in pt reports. Pt states nothing charges and he is not sure what¿s going on. Pt states he was given a new control but now that doesn't work. Caller (mdt rep) reported ins is currently overdischarged. Patient needs an MRI and has not recharged for approx. 4 months and reason for office visit. Patient attempted to communicate w/ ins approx one week ago. Assisted caller with a prm and provided next step instructions. Patient reported having a shoulder MRI in the spring with no adverse issue were mentioned and currently needs a knee MRI. Reviewed the patient is only eligible for a conditional brain MRI and a knee MRI would not be recommended. Additional information was received from the manufacturer representative (rep). Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller inquired about MRI eligibility as patient is getting a replacement for a device that hit it's 3rd od. Ts reviewed components for MRI eligibility. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. No patient symptoms were reported.